Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Caution: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The IFU outlines steps to properly align connector to avoid damage to the connector. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices remain implanted.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient came into the clinic due to a suspected pump thrombosis (high power alarm) but it was impossible to connect to the controller to download the log files. The controller was replaced with no effect to the patient; however, log files will not be available due to inability for download. No further information is available and investigation is in progress. This complaint is only for the controller exchange.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via log files or functional testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Per the instructions for use (IFU): caution: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The IFU outlines steps to properly align connector to avoid damage to the connector. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.